Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2008 (B)(6); product type catheter product ID 85 96sc, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).

Event description:
Information was received from a healthcare professional via a post-market clinical study regarding a patient receiving morphine (20.0 mg/ml at 3.998 mg/day), bupivacaine (16.6 mg/ml at 3.319 mg/day), and fentanyl (577.1 mcg/ml at 115.37 mcg/day) via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2015, the patient had a seroma/swelling at the right upper buttock which was the pump pocket site. The seroma was aspirated and the cultures were positive for gram stain, 3+ pmns, no organisms seen, 1+ corynebacterium specifies, not jk. The patient was placed on antibiotics with resolution of the infection. The event was unlikely related to the device or therapy and not related to the implant procedure. The severity of the event was noted to be moderate. The event outcome was reported as resolved without sequelae with a resolved date of (B)(6) 2015.